Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a severely calcified and moderately tortuous left circumflex artery (lcx) containing a significant lesion bend of >=90 degrees. A 2.75mm x 12mm liberté bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was noted that the struts of the stent was damaged during procedure and the physician could not push it forward on the delivery system because of it's damage. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with a shelf box and product pouch. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The third and fourth proximal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a severely calcified and moderately tortuous left circumflex artery (lcx) containing a significant lesion bend of >=90 degrees. A 2.75mm x 12mm liberte bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was noted that the struts of the stent was damaged during procedure and the physician could not push it forward on the delivery system because of it's damage. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.